Event description:
It was reported that bd connecta plus3 white leaked from luer lockleakage from luer lock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample and photos. Analysis of the sample and photos showed that there were no defects or abnormalities. The sample was functionally tested for leakage and our test results showed no sign of the failure mode. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.